Event description:
A customer contacted beckman coulter inc. (Bec) reporting a fluid leak at the probe of their coulter lh 750 hematology analyzer. There is an exposure plan in place at the facility and clean up was completed following the biohazard spill protocol. Operators were wearing gloves and a lab coat at time of occurrence. No injury or exposure was reported. There was no affect to patient results.

Manufacturer narrative:
A field service engineer (fse) went on-site the day of the event and found that the needle assembly was not draining properly because there was dried blood blocking the drain. The fse replaced the needle assembly and verified the repairs per established procedures. The root cause of the leak is attributed to the needle assembly drain being blocked by dried blood. The bec internal identifier for this event is (B)(4).